Event description:
Additional information was received that frame node overlaps were not observed during loading. Post-implant dilation was not performed because a new valve was used to complete the procedure.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012443477); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with a heavily calcified annulus and left ventricular outflow tract, a pre-implant balloon aortic valvuloplasty was performed. Upon initial deployment, under-expansion of the valve frame was observed and the valve was recaptured. Following the initial recapture, an infold was observed. The valve was deployed two more times, but each deployment resulted in recapture due to expansion issues. Following the final recapture, the valve was withdrawn from the patient. A different transcatheter valve was implanted in the patient. No patient complications were reported as a result of this event.